Manufacturer narrative:
(B)(4). Date sent: 06/24/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: procedure: laparoscopic hysterectomy. There was a 15 minutes delay to the procedure. Event: there was an issue with the packaging ¿ ripped when trying to open, deemed unsterile. Another like device was used to complete the procedure. What was the issue with this device? Packaging ripped before use. Were there any error messages and if so what were they? No. Did the device activate? Did not use, deemed not sterile due to packaging complaint. Did the I-blade move when the jaws were opened and closed? Not applicable. Is the device being returned for evaluation? No.

Event description:
It was reported that during an unknown procedure, there was an unknown problem with the device. No further information is available at this time. There was no adverse consequence to the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Batch # n90467. The packaging of an nslg2c35 device was received for analysis, the packaging was returned partially open. Upon visual inspection, it was noted that the tyvek was delaminated and a piece was adhered to the seal after it was removed from the blister. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.